Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (lowest of 42 mg/dl). Reportedly, the cause of the bgs were due to the adjustments to the basal rate settings made by healthcare provider (hcp). Sugar water was consumed to treat bg. Tandem technical support assisted the customer in adjusting the basal rate settings provided by the hcp.